Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.2 was failed when cubie b1 was accessed. A field service engineer (fse) reseated the row board cable to the drawer controller and tray, verified under the tray for any spill or debris and also replaced the damaged retractor band to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 chronically failed when cubie b1 was accessed; despite replacing cubie b1 weeks ago, both continued to fail, and the nurse unit manager requested a full inspection and possible drawer replacement. However, there were no delays or adverse events or injuries reported based on this event.